Manufacturer narrative:
This report is filed on (B)(6) 2018.

Event description:
Per the patient's surgeon, the patient experienced pain and non-auditory sensations with device use. Subsequently the device was explanted on (B)(6) 2018. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.